Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an infuso.r. Pump with a "broken slide bar" was not confirmed by service. The device was not evaluated in service and was returned unrepaired to the customer. This incident is captured under (B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken slide bar." This condition occurred upon power up in the biomed service department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.